Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this pacemaker showed battery longevity of 2.5 years. The physician decided to explant and replaced this device since the patient is dependent. No additional adverse patient effects were reported. This device was discarded and will not return for analysis.